Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) implant procedure, consumer's eyes have been itching ever since. The patient is very reactive to all products derived from corn and needs to know if any corn derived materials are used in the manufacturing of these lenses. The patient did not get relief from ketotifen eyedrops. There are two medical device reports associated with this patient. This report is associated with the 2 of 2. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The lens remained in the eye. The case was given to mpi at their request. Iols do not cause external ocular itching months after insertion. Information is not available in direction for use (dfu) per mpi. They will contact patient and handle her questions. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).